Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: (B)(6). Received at depot confirmed pump problem. Pump needs to be opened and replace lip seals and cleaned replaced lip seals. Re homed and greased resistor motor pump placed in bring up mode and sent to the test line pass all stations of the test line front housing â" final acceptance provisioned pump to 08 server sent to heratherm. 24 hour dwell - complete, lvp burn-in test â" pass, accuracy test - pass, electrical safety test - pass, provision pump to mayo server, return to service, software update complete, the mayo service team has repaired the pump. The pump has passed all testing and has been returned to customer use. No pump return. A preliminary review of the logs identified the following issue: mechanical hardware failure (vr assembly) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.